Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper was defective and appeared "melted" with an unspecified bd s1 ml syringe. The following information was provided by the initial reporter: (3 of 6 complaints) black rubber stopper inside is melted.

Manufacturer narrative:
H.6. Investigation summary : one photo of a loose 1ml syringe was received and evaluated. It was observed there was a stopper jammed between the plunger rod and barrel wall between the 0.1ml and 0.3ml markings. The jammed stopper condition was rejectable per product specification. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the jammed stopper defect is associated with the assembly process. Batch # is required to make corrective actions determination. No corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the stopper was defective and appeared "melted" with an unspecified bd s1 ml syringe. The following information was provided by the initial reporter: (3 of 6 complaints) black rubber stopper inside is melted.